Event description:
The user alleged that while using the system there was an inaccuracy issue. The user reported that when looking at the fluoro image prior to biopsy, it was questionable if the locatable guide was as laterally placed in the right upper lesion as the coronal CT indicated it should be, even though the navigation indicated the physician was close to the lesion. The physician went ahead and took biopsies. After the biopsies, the physician did another visual verification which indicated some inaccuracy; the lg appeared in the right mainstem bronchus when it should have been in the main corina (approx 1-2cm off). The case was completed using superdimension and a positive diagnosis was received in spite of the alleged inaccuracy. There was no harm or injury to the pt.